Manufacturer narrative:
The product was installed at the user site august 1999. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history was reviewed 06/02/2011 with no conclusions made. (B)(6) stated that her daughter had tanned prior to the laser hair removal procedure. The candela treatment guidelines recommend users not to treat recently tanned skin. Based on the statement (B)(6) provided, tanning prior to the laser hair removal treatment may have been a contributing factor to the injury.

Event description:
The mother (B)(6) of a pt visited the candela manufacturing site on (B)(6) 2011 to report that her daughter experienced hypo pigmentation, after a laser hair removal treatment was performed on her legs. The mother only spoke directly to a candela quality manager to report this event. She stated that the laser hair removal treatment was performed at the adult and pediatric dermatology site on (B)(6) 2010. (B)(6) also stated that her daughter visited a dermatologist and was prescribed a protopic cream and was advised to use the cream for a year. She stated that the prescribed cream did not improve the condition of the treated area.